Manufacturer narrative:
(B)(4). D10: 01.00109.808. Item name impactor. Lot # 14071880. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that when opening up the instrument, the drill driver was found worn and broken. There is no additional information available at the time of this report.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified the device had fractured where the spring shaft meets the head. There is an indentation visible to the sheath along with wear marks on the junction location. Fracture analysis has been previously analyzed through sem for this fracture location, and it is determined the wires fractured due to overload. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.